Manufacturer narrative:
Physio-control further evaluated the customer's and replaced the system pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation through functional and performance testing was observed. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause for the reported issue was due to diode, designator cr15. Cr15 was shorted due to contamination by foreign material.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.